Event description:
It was reported by the surgeon that the patient's mother reported increased seizures. The patient was recently implanted on (B)(6) 2018. The patient's vns was turned on (B)(6) 2018. The patient's mother then said that she felt that the seizure rate was at baseline. The patient saw their neurologist on (B)(6) 2018 and their vns was adjusted. No further relevant information has been received to date.